Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tandem-provided usb charger cable caused an electrical outlet to "pop", leading to issues charging the pump. Customer's blood glucose level ranged from 160 to 188 mg/dl. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable.